Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and bleeding at site. The customer¿s blood glucose level was more than 600 mg/dl at the time of incident and the current blood glucose level was 438 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer states that the insulin pump was in manual mode. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was alleging insulin pump was under delivering because the customer¿s blood glucose was keeps on going up. Customer reports there was presence of bubbles in the tubing. Customer stated insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer reports insertion site gushing a lot of blood. Customer states the site was not actively bleeding. The device will not be returned for analysis.